Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp shim exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 each disassembled and or missing. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Root cause was determined to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: tasp item # 42525900502 lot # 62213209, tasp item # 42527900304 lot # 62449208, tasp item # 42527900503 lot # 62565105. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02399, 0001822565-2019-02400, 0001822565-2019-02402.

Event description:
It was reported that persona tray on office shelf had missing shim ball bearings. No patient involved.